Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of throat infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported patient was injected 1ml of juvéderm® voluma¿ xc to the t1's and 1ml of juvéderm® volift¿ into both cheeks. About two months later, patient reported after the a throat infection, a late inflammatory reaction developed in the form of raised papules on the skin surface in each area on the cheeks. There were absolutely no papules after the procedure. The condition regressed with steroids. It relapsed when the steroids were stopped. The patient did not request hyaluronidase. Symptoms are on going. This is the same event and the same patient reported under abbvie complaint (B)(4). This MDR is being submitted for the suspect product, juvéderm® volift¿.

Event description:
Healthcare professional (hcp) reported patient was injected 1ml of juvéderm® voluma¿ xc to the t1's and 2ml of juvéderm® volite¿ into both cheeks(1ml in right cheek and 1ml in left cheek). Patient was treated with cefax 500 2x1, prednol 16 mg 3 weeks. Symptoms has been resloved. This is the same event and the same patient reported under abbvie complaint (B)(6) (emdr-22478 and emdr-25509) and (B)(6)(emdr-25514). This MDR is being submitted for the suspect product, juvéderm® volite.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.